Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal iq software would not resume insulin delivery. Customer's blood glucose was 70 mg/dl. The customer declined troubleshooting and declined to provide further information.